Manufacturer narrative:
Device monitored for several days. Device received with all buttons responding properly. No damage on keypad assembly. No unlocked j2/lcd keypad connector. Device passed self test. Device passed self test. Device received with all operating currents within specification and passed rewind and displacement test. No unexpected low battery alarm anomalies noted. No unexpected rewind anomalies noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the all buttons were sticking, had to press more than once. Insulin pump was louder when rewinding, had diminished battery life. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.